Manufacturer narrative:
Initial reporter: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the getinge field service engineer (fse) during installation that the cardiosave intra-aortic balloon pump (iabp) was missing a filter in pim module. There was no patient involvement reported.